Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was received for evaluation. During functional flow accuracy testing, the pump did not deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during testing in the biomedical service department. "The pump calculated 875ml infused when the IV bag contained only 800ml. Also, the infusion took longer than normal." There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.